Manufacturer narrative:
The patient was sent a replacement meter to improve their experience and the device associated with the investigation was requested to be returned for testing. The device has not been returned yet, should the device be returned at a later date a supplemental report will be filed.

Event description:
The patient reported receiving two out of range control solution test results while testing with the teladoc blood glucose meter. The expected range for control 1 was 82-123. The patient received results of 133 and 131 from the same test strip vial. The patient was advised to open a new vial of test strips and received a result of 122 for control 1, which is in range. Patient didn't receive any medical attention or treatment as part of the malfunction of the device.